Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient required a reoperation, reason unknown. During the reoperation, it was noted that the mesh had adhered to the bowel. The mesh was removed from the bowel. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.